Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain. It is also reported that intraoperatively, it was discovered that the screw of the articular surface had fractured.